Manufacturer narrative:
Additional information received: the product was returned for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a peripheral interventional procedure after pre-dilation, the 120 cm. Smart control 6 x 100 stent delivery system (sds) was advanced to the target lesion. The stent was released halfway and the shaft was stuck in the transport system. The sds was rotated/adjusted and the recovery of the release. But the stent was folded and knot caused shortening, so replaced with another smart control 6 x 60 mm. Stent to cover the lesions, and complete the procedure successfully. There was no reported patient injury. The patient was admitted due to left lower limb extremity pain during walking for three months. The patient was found to need distal left superficial femoral artery stenting. A non-cordis guidewire and an unknown 5 fr. Pigtail catheter were used. Angiography demonstrated a ninety percent stenosis. A 100 cm. Powerflex p3 4 x 5 balloon catheter was used for pre-dilation. Angiography showed the lesion was successfully pre-dilated. Additional information received indicated that the product issue being reported deployment difficulty/partial deployment which was due to the shaft being stuck. The distal lsfa (left superficial femoral artery) lesion was reported to be: 100 mm. In length, and was a 90% stenosis. The target lesion vessel diameter was five (5) mm. The lesion did not reach distal past the level of p1. The diameter of the unconstrained stent size was one to two (1-2) mm larger than the vessel diameter. The approach for the procedure was contralateral. The smart control 6 x 100 stent (complaint product) was finally successfully deployed. The additional smart control 6 x 60 stent was successfully implanted proximally in overlapping fashion of about 15 mm. A satisfactory final result was achieved. Films and pictures were received and are attached to the file. It was not known if the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system (sds) prior to use. A non-cordis sheath was used for the procedure. The stent delivery system did not pass through any acute bends. There was some difficulty encountered early while advancing/tracking the sds towards the lesion and also while crossing the lesion. No unusual force was used at any time during the procedure. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. The tantalum markers were observed to open symmetrically. No additional information is available.the product was returned for analysis. One non-sterile pkg assy 6x100 smart vas 120cm sds was returned. Per visual analysis the unit was received fully deployed. The stent was not returned for analysis. The locking pin was not returned for analysis. One kink was noted at 9.5 cm from the ID band. No other anomalies/damages were noted. Per dimensional analysis the usable length was measured and the results were found within specification. Per functional analysis stent deployment could not be performed as the device had been fully deployed. A device history record (DHR) review of lot 17204036 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿stent delivery system deployment difficulty-inaccurate placement (peripheral)¿ was confirmed through analysis of the procedure film. The stent being deployed appears to be distorted and possibly twisted as it is deployed, possibly as the event description describes moving the sds during deployment. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 90%) or procedural factors such as the kink noted on the device during analysis which may be indicative of excessive force being applied may have contributed to the event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment (peripheral)¿ and ¿stent damaged¿ were not confirmed as the stent was deployed and therefore not returned for analysis. According to the instructions for use ¿do not use if the stent is partially deployed upon removal from the package, or before starting the deployment procedure. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent. If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent. The stent is not designed to be lengthened or shortened past its nominal length. Excessive stent lengthening or shortening may increase the risk of stent fracture. Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Do not attempt to recapture the stent once the stent is partially deployed.¿ not the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the phone number for the initial reporter/(B)(6). Concomitant products: guidewire: 0.035 150 cm black loach radiography; 100 cm. Powerflex p3 4 x 5 balloon cath. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a peripheral interventional procedure after pre-dilation, the 120 cm. Smart control 6 x 100 stent delivery system (sds) was advanced to the target lesion. The stent was released halfway and the shaft was stuck in the transport system. The sds was rotated/adjusted and the recovery of the release. But the stent was folded and knot caused shortening, so replaced with another smart control 6 x 60 mm. Stent to cover the lesions, and complete the procedure successfully. There was no reported patient injury. The product will be returned for inspection. The patient was admitted due to left lower limb extremity pain during walking for three months. The patient was found to need distal left superficial femoral artery stenting. A non-cordis guidewire and an unknown 5 fr. Pigtail catheter were used. Angiography demonstrated a ninety percent stenosis. A 100 cm. Powerflex p3 4 x 5 balloon catheter was used for pre-dilation. Angiography showed the lesion was successfully pre-dilated. Additional information received indicated that the product issue being reported deployment difficulty/partial deployment which was due to the shaft being stuck. The distal lsfa lesion was reported to be: 100 mm. In length, and was a 90% stenosis. The target lesion vessel diameter was five (5) mm. The lesion did not reach distal past the level of p1. The diameter of the unconstrained stent size was one to two (1-2) mm larger than the vessel diameter. The approach for the procedure was contralateral. The smart control 6 x 100 stent (complaint product) was finally successfully deployed. The additional smart control 6 x 60 stent was successfully implanted proximally in overlapping fashion of about 15 mm. A satisfactory final result was achieved. Films and pictures were received and are attached to the file. It was not known if the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system (sds) prior to use. A non-cordis sheath was used for the procedure. The stent delivery system did not pass through any acute bends. There was some difficulty encountered early while advancing/tracking the sds towards the lesion and also while crossing the lesion. No unusual force was used at any time during the procedure. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. The tantalum markers were observed to open symmetrically. No additional information is available.